Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Surveillance study. It was reported that 253 days following a coronary artery drug eluting stenting treatment procedure the patient developed in-stent restenosis. The index procedure identified and treated two target lesions. Target lesion one was a de novo, 75% stenosed, 3.0x8mm lesion of the proximal lad (left anterior descending). Target lesion two was a de novo, 90% stenosed, 3.0x15mm lesion of the mid lad. Target lesion one was treated with predilation using a 3.5x12mm balloon, placement of a 3.0x12mm taxus express2 drug eluting stent, and post dilation resulting in 0% residual stenosis. Target lesion two was treated with predilation using a 3.0x20mm balloon, placement of a 3.0x20mm taxus express2 drug eluting stent, and post dilation with two balloon catheters resulting in 25% residual stenosis. Both stents were confirmed to be well positioned and well expanded with ivus (intravascular ultrasound). The patient was discharged two days post procedure on baby aspirin and panaldine. The patient presented 253 days post procedure and coronary angiography revealed a 75 to 90% stenosis at the distal edge of the mid lad taxus express2 drug eluting stent. On day 262, reintervention was performed with balloon angioplasty resulting in 25% residual stenosis. The patient was reported to be "improved" and was discharged one day post reintervention. The investigator assessed this event as possibly related to the taxus express2 stent.